Event description:
User report: pt being transported to or with alaris carefusion IV infusion pump with channels administering vasoactive gtt, anticoagulant gtt and sedative gtt. Without warning, all infusions stopped when pump and connected channels turned off. Once able to plug into ac outlet, pump repowered but lost all programming. Pt moved back into room and pump switched out. Malfunctioning pump taken out of service and tagged. Pt remained hemodynamically stable throughout. Delay to or as a result of alaris pump failure. Of note, IV pump had been plugged into ac outlet prior to transport.device was evaluated by clinical engineering. Device was found to have only 1 of 4 screws which retain the battery. When the screws back out, there is nothing to keep the battery in contact with the battery cable. The device loses power when the battery loses connection. There is no warning when the device shuts down in this manner. We have observed this problem on several pumps lately.======================manufacturer response for infusion pump, alaris (per site reporter).======================pump will be evaluated once it's received.